Event description:
This rv lead was implanted on (B)(6) 2007. And was explanted on (B)(6) 2016, due to recalled lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).